Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 63 or pump error 4 alarms noted during testing however, pump error 63 alarm (variable 3) and pump error 4 alarm are confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure alarm and other pump error alarm. Customer was able to successfully clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.